Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. One clip was successfully implanted. To further reduce tr, an second clip was deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No further treatment was provide and the procedure was concluded with a resulting tr of grade 3+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (slda) appears to be due to challenging anatomy. The reported off-label use was associated with the use of mitraclip device for tricuspid valve repair. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1494 - indication for use (use in tricuspid valve).